Manufacturer narrative:
On 1-sept-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned device determined that the breast implant was found to be ruptured. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-jun-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-mar-2021, this report has been identified as a duplicate of manufacturer report number 1645337-2021-03265. Further supplemental reports will be submitted under this manufacturer report. On 2-apr-2021, it was found that the patient¿s symptoms were omitted on the previous report. Manufacturer's reference number: (B)(4). Lymphadenopathy was omitted on the previous report. The relevant field has been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with a 800cc mentor memorygel breast implant and experienced postoperative right-sided rupture. Routine mammogram performed in december, 2020, indicated right-sided rupture. The patient had a consultation with a healthcare professional. As a result, the patient underwent removal and replacement with a 800cc mentor memorygel breast implant (right catalog #: 3508004bc, right serial #:(B)(4)) on (B)(6) 2021. The event date was estimated as (B)(6) 2020.

Manufacturer narrative:
On 5-mar-2021, mentor received additional information regarding the event date and MRI. Initially, it was reported that MRI was performed in (B)(6) 2020. However, additional information revealed that MRI was performed on (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number:(B)(4).